Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2020, product type catheter. Product ID: 87 31sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 06-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen via an implanted pump for intractable spasticity. It was initially reported on (B)(6) 2020 that the patient was having magnetic resonance imaging for poor pain control with the pump. MRI guidelines were being requested. The hcp did not know when the issue began. Additional information was received from a hcp via a company representative on (B)(6) 2020. It was reported that a granuloma was suspected. The onset / date of the event was unknown. It was noted that the hcp reported that there didn't appear to be adequate flow through the catheter. They had attempted a contrast study but could not aspirate. The plan was to pull the catheter down a bit to a different level and/or potentially replace a portion of the catheter. It was noted that no specific symptoms were mentioned. The pump administered baclofen with concentration 2000 mcg/ml at a dose rate of 198 mcg/day.

Manufacturer narrative:
Continuation of d11: product ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2020 product type catheter product ID 87 31sc lot# serial# (B)(6) implanted: (B)(6) 2012 product type catheter h6: patient code c3064, device code c62823 removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer's representative (rep) on 2020-oct-21. It was reported that the catheter was revised in the back. The hcp found that a portion of the catheter was kinked and was the cause of the inadequate flow. No granuloma was confirmed. The situation was considered resolved.